Event description:
It was reported that the patient desaturated during the permanent implant procedure prior to closing. Cardiopulmonary resuscitation was performed, and the patient was sent to the emergency room. The physician does not believe that it was related to the device or procedure.